Event description:
It was reported that the patient presented in clinic after receiving patient notifier. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and noise oversensing. The lead was explanted and replaced. No further information was available.